Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a data synchronization process being stuck in retry mode, preventing successful upload completion. A technical support specialist dialed into the station and performed knowledge article (ka) "medstation es ¿ retry mode: insert into tx.encounteritemtransaction ¿ mismatching adt.encounterpatientlocationkey" to resolve the retry issue. The specialist executed a structured query language (sql) update on the adt.encounterpatientlocation table to correct the encounter data and then reviewed datasync logs, which confirmed successful upload of changes. A full synchronization was performed as per the knowledge article, and the synchronization completed successfully. The customer was notified after confirming normal operation. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station shown an error message that "this device has an upload in retry mode". The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station shown an error message that "this device has an upload in retry mode". The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.